Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2019-03016. It was reported that the patient was experiencing a loss of therapy. X-rays were performed showing that one of the patient's scs leads had migrated, causing high impedances on all contacts.. The patient's therapy was reprogrammed to provide sufficient coverage, but the therapy was inadequate. In turn, surgical intervention may take place to address the issue. Since it is not known which device has migrated, both devices are being reported on.